Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 04/29/2020. H3 evaluation: two photos were provided for analysis. Upon visual inspection of the pictures, the foreign matter appears to be hair on the overwrap of product. However, no conclusion could be reach as the sample was not returned for analysis. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.

Manufacturer narrative:
(B)(4). Date sent to FDA: 12/15/2020. H6 component code: g07002 - sealed sample. Additional h3 analysis summary: a sealed sample was received for evaluation. During the visual inspection of sample, a hair could be observed into the sealed packet. The foreign matter defect has been correlated to the manufacturing process. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). The photo upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that on (B)(6) 2020 the hospital pharmacy noted a hair inside the secondary packaging. It was detected before use in the hospital pharmacy. The device was not used on the patient.